Manufacturer narrative:
The device powered up properly after battery installation. The device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion, prime/compromised force sensor system, excessive no delivery, self test, unexpected restart error and displacement test. Pump passed the dat test at 0.08715 inches. No blank display anomalies were noted. However, the battery cap contact was found corroded. The device was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. The customer had an intermittent blank display issue with their pump. The customer believes the pump under delivered as they woke up high. Troubleshooting was not completed. The customer also had highs of up to 397 mg/dl. The customer treated the highs with the pump and manual injections. The insulin pump will be returned for analysis.